Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of pain coverage due to high impedances discovered on the lead. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post operatively. The explanted lead was disposed at the hospital and was not returned to bsc.